Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the roller pump generated a belt slip error message. An alternate device was employed to conclude the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Note: the reported complaint was confirmed. Upon receipt of the pump, it was visually inspected, with no anomalies found. After installing 3/8" tubing into the pump and allowing it to run for approximately 5-10 minutes, the pump reported a "belt slip" error message. The outputs from both the opto-tachs on the dual tachometer circuit board were monitored. After initially appearing normal, the application of heat using a heat gun, caused the output from one of the opto-tachs on the board to drop to less than 50% of the previous level. The drop in the output of the opto-tach coincided with the roller pump again reporting a 'belt slip' error message. The root cause of the reported complaint was determined to be failure of one of the opto-tach sensors on the dual tachometer printed circuit board assembly. The frequency of occurrence is such that the risk of harm is remote. No corrective action has been implemented for this complaint.